Event description:
It was reported, the stretcher jacks are not functioning to spec as the jacks are allegedly not lowering when the hydraulic release pedal is activated.

Manufacturer narrative:
Upon eval by the stryker service technician, it is most likely that the stretchers are being pumped up under the wood rails that line most of the halls at the facility. The wood rails stick out a couple of inches and it is enough that the stretcher can catch on it. The service tech believes that the force is bending the jack shaft and when the jack is fully extended up, the bent jack shaft is not allowing the jack to be released in a down position.